Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: etlw1620c124ej, sn (B)(4), expiration date: 2016-11-11, UDI # (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 53mm diameter abdominal aortic aneurysm. It was reported that a follow-up CT showed there was an unknown endoleak at the flow divider. A cuff was implanted, however the endoleak did not resolve. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Film evaluation summary: the exact source and cause of the endoleak could not be determined from the films provided. A pre-implant drawing revealed that the patient had a conical-shaped proximal neck which ranged in diameter from 27 ¿ 24mm along the 25mm neck length, and the iliac arteries were non-tortuous. Films from 26 months post-implant confirmed contrast outside the stent graft within the proximal aaa sac which measured 63mm in diameter. A localized area (stream) of contrast was seen on the anterior aortic body above the contra limb origin, near the level of the bifurcate transition stent (covered stent #5), approximately 0 ¿ 10mm above the level of the flow divider. The contra limb was positioned with the proximal markers ~5mm below the level of the flow divider. The contrast extended continuously from the stent graft surface to the anterior wall of the aaa, near a patent vessel which may have been feeding the sac (possible ima). Although it is possible that this was a type iii fabric endoleak from the bifurcate aortic body, analysis of the returned films did not reveal any characteristics that could explain a potential type iii fabric endoleak. No obvious stent fractures or stent ring overlap/angulation was observed near the endoleak. From the films provided this appears most likely to have been a type ii endoleak from a patent ima. Films during the intervention where a cuff was implanted which reportedly did not resolve the endoleak were not available, and the size and location of the implanted cuff is currently unknown. In addition, no angio images showing the endoleak including interrogation of the endoleak to help determine the source were available for review. If information is provided in the future, a supplemental report will be issued.